Event description:
Boston scientific received information that this product is part of a planned system explant due to a patient infection. There was no report of adverse patient effects.

Manufacturer narrative:
To this date the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.